Event description:
A nurse reported that before vitrectomy surgery, an ophthalmic trocar blade was not sharp. The surgery was completed on the same day with an alternative product and there was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).